Manufacturer narrative:
The reporter has been on extended leave since reporting this incident. We have therefore been unable to obtain further info regarding the original implant, the infection, and the reason for removing the original implant. If add'l info relevant to the cause or outcome of this event become available we will file an add'l info report.

Event description:
Infection necessitating removal of the implant. Per the reporter, the pt presented to the clinic with an infection of a previously implanted orbital implant. There is no info currently available regarding the original implantation date, the brand and type of implant, or the reason for the infection. The implant was surgically removed and was replaced with a coated bio-eye.